Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported serious injury and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported on social media that a patient experienced diabetic ketoacidosis and suffered a miscarriage after wearing a pod. Based on the method of incoming information, no additional details could be obtained.